Manufacturer narrative:
Additional information was received on july 31, 2015 regarding the evaluation: no lot number or product sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on august 25, 2015. (B)(4).

Manufacturer narrative:
A quality complaint investigation was performed. A sample was not received from the customer. An email dated (B)(4) 2015 was received, leakage on inflation tube. New diligence for this complaint was received again on 06/15/2015 as stated: "on (B)(6) 2015 - two weeks after starting to use, pressure of the cuff reduced. Then it was replaced with another microcuff, but on the following day, the same thing happened again and replaced with competitor's product, which is working without incident. The customer checked the two defective microcuffs - inflated them in water and found air leaks from inflation tube. The patient is (B)(6) male, postoperative period of heart operation. Bite block was used intermittently." Additional information with pictures received again on 06/26/2015 where the sample was evaluated by (B)(4) lab as stated: sample 1: the inflation line is damaged from the point of connection to the et tube, extending up the line approximately 1cm. The damage area is jagged and crushed with holes. There are also visible dents/marks on the exterior of the et tube on the opposite side from the inflation line. These are similar in appearance to teeth marks. Sample 2: the inflation line is damaged at 1.8cm above the point of connection to the et tube. The damage area is jagged and crushed with holes. There are no corresponding marks on the et tube. Neither the lot number nor sample was available to assist in our investigation: therefore, retrieval of assembly record to support the investigation process was not possible. Only the product code 35112 was available to assist in history review. Review of the oqs report within 2014 until year to date may 2015 did not reveal any sign of inflation tube leakage. Complaint sample is not expected to be available for evaluation. Based on the picture provided and the evaluation performed by the customer, the inflation line is damaged from the point of connection to the et tube. The damage area is jagged and crushed with holes. There are also visible dents/marks on the exterior of the et tube on the opposite side from the inflation line. These are similar in appearance to teeth marks. Furthermore, the event occurred two weeks after starting to use. Therefore, no corrective action has been identified as a result of this analysis. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The complainant reports there is 'leakage on inflation tube' of the endotracheal tube. It is further reported leakage was noted after 'one to fifteen days in use'.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.